Event description:
It was reported that the patients implantable pulse generator (ipg) has reach end of battery life (eol) too soon than expected. It was noted that the patient was not using the device at a high frequency. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.